Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The correct serial number was obtained for report 2182208000-2011-02353, therefore this report is a duplicate and as a result is being redacted. The correct suspect medical device for this reportable complaint will be reported under the 2182208000-2011-02353 report number accordingly.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer screen went black and showed an error message after interrogating an ipg (implantable pulse generator). This occurred after a software update. No patient complications were reported as a result of this event.